Manufacturer narrative:
It was reported by customer that chemo sprayed out of the middle port. One photo was received for quality evaluation. Inspection of the photo submitted shows a photo of a smartsite y-site of a bd infusion set, however, it does not show that the smartsite is leaking. The photo shows droplets on the packaging but does not show that the smartsite is leaking from the blue insert or any of the tubing to smartsite ports. The customer complaint of leakage could not be verified. A root cause was not identified because the failure could not be confirmed from the photo provided and a physical sample was not received for quality evaluation. A device history record review for model 2426-0007 lot number 24067032 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material # 2426-0007 batch # 24067032 it was reported by customer that 3 port tubing connected to trodelvy chemo bag to prime, chemo sprayed out of the middle port. Was able to clamp to stop it and place back inside bag. I notified pharmacy for a new bag of medication for the patient ( this was a minor delay in care). Verbatim: rcc received a complaint via email. Email(s) attached item # 2426-0007 lot - 24067032 issue - ¿3 port tubing connected to trodelvy chemo bag to prime, chemo sprayed out of the middle port. Was able to clamp to stop it and place back inside bag. I notified pharmacy for a new bag of medication for the patient ( this was a minor delay in care) .¿.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that 3 port tubing connected to trodelvy chemo bag to prime, chemo sprayed out of the middle port. Was able to clamp to stop it and place back inside bag. I notified pharmacy for a new bag of medication for the patient ( this was a minor delay in care).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.